Manufacturer narrative:
According to the facility the patient experienced a reaction to the mesh with liquiband product which was described as a surgical site infection. No additional information was provided. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the patient experienced a reaction to the mesh with liquiband.